Event description:
Orders received to remove pt's PICC line. Patient states the line had been bothering her. Left arm was noted to be approximately twice the size of the right. Physician notified and doppler studies were positive for dvt. Pt is currently on coumadin. Insertion site was bloody and pt complained of discomfort around PICC site.

Manufacturer narrative:
Manufacturer has rec'd the sample and is currently being evaluated.results are expected soon.